Event description:
Registered nurse reports the pt was hospitalized, due to seizures related to low blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy. The pt complaint regarding unprogrammed boluses could not be duplicated.